Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 55 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 5040 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / removal of malpositioned essure coil / with tip of coil penetrating into the left ovary") and device breakage ("essure coils in two parts" are two disrupted portions of silver metallic essure coil. / retained fragments of essure") in a 55 year-old female patient who had essure inserted (lot no. 627759,626978) for female sterilisation. The patient had a medical history of endometrial ablation in 2019 and menorrhagia, vitamin d deficiency, iron deficiency anemia, vaginal bleeding, cesarean section, parity 2, gravida ii and lower abdominal pain. The patient had a family history of diabetes and heart disease, unspecified. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4985 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device breakage (seriousness criterion medically important). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device breakage and device dislocation to be related to essure administration. The reporter commented: more than one essure related surgery -no discrepancy noted: insertion date as per argus (B)(6) 2009, as per mr (B)(6) 2009. Second device was placed in the left tube and 7 coils were visualized at the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2022: bilateral essure devices are present. The right-sided device appears to be in appropriate position. However, the left-sided device is outside of the uterus, located in the posterior left adnexa, and abuts the distal sigmoid. Mild pericolonic edema is seen at the interface of the sigmoid colon and the essure device. Impression: 1.partially imaged fluid collection in the posterior jeft breast. 2. The left-sided essure device is outside of the uterus and abuts the distal sigmoid colon. There is mild pericolonic edema. [Hysterosalpingogram] on (B)(6) 2009: there are three essure coil devices present within the pelvic cavity. 'Two of which eire in the approximate location of the right end 'left fallopian tubes. The third is not in the endometrlal cavity. Impression: essure coil devices located in the right and left fallopian tube without any evidence of free spillage of contrast into the pelvic ·cavity.third essure coil device located above the location of the uterus. [Pathology test] on (B)(6) 2018: partially disrupted coiled silver metallic foreign object ( 4.5 cm in length x up to 0.1 cm in diameter) with attached and detached pink-brown soft tissue and blood clot fragments (in aggregate 1 x 0.6 x 0.2 cm). The foreign object is consistent with essme contraceptive device. No sections of the foreign object will be submitted. The soft tissue and blood clot fragments are totally submitted; on (B)(6) 2022: final pathologic diagnosis: (a) uterus, cervix and fallopian tubes, hysterectomy and bilateral salpingectomy: - uterine weight: 93 g - cervix: chronic cervicitis with squamous metaplasia; parakeratosis - endometrium: focal atypical hyperplasia - myometrium: benign leiomyomas - uterine serosa: histologically unremarkable (b) soft tissue and foreign material, essure coils, removal: - benign fibromuscular tissue; metallic essure coils (gross diagnosis only) identified within the proximal tube lumen is a silver metallic essure coil. The coil is confined within the tube lumen and the right cornual tissue. Received in formalin labeled "essure coils in two parts" are two disrupted portions of silver metallic essure coil. The largest portion consists of a 3.5 cm in length by 0 .1-0. 3 cm in diameter silver metallic coil with attached tan-pink, focally hemorrhagic soft tissue. The second portion consists of a 1.2 cm in length by 0.1 cm in diameter silver metallic coil with a silver metallic sphere at one end.; on (B)(6) 2023: left and right ovaries (bilateral oophorectomy): ovary #1: small benign cortical ·cysts; ¿ negative for malignancy ovary # 2 : small beni gn cortical cysts; negative for malignancy lot number: 627759, manufacture date: 2008-04, and expiration date: 2010-04. Lot number: 626978, manufacture date: 2008-04, and expiration date: 2010-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 55 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 5040 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery -no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("medical device removal / removal of malpositioned essure coil / with tip of coil penetrating into the left ovary") and device breakage ("essure coils in two parts" are two disrupted portions of silver metallic essure coil. / retained fragments of essure") in a 55 year-old female patient who had essure inserted (lot no: 627759, 626978) for female sterilisation. The patient had a medical history of endometrial ablation in 2019 and , menorrhagia, vitamin d deficiency, iron deficiency anemia, vaginal bleeding, cesarean section, parity 2, gravida ii and lower abdominal pain. The patient had a family history of diabetes and heart disease, unspecified. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4985 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced device breakage (seriousness criterion medically important). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of device dislocation was unknown. The reporter considered device breakage and device dislocation to be related to essure administration. The reporter commented: more than one essure related surgery -no discrepancy noted: insertion date as per argus on (B)(6) 2009. As per mr on (B)(6) 2009. Second device was placed in the left tube and 7 coils were visualized at the ostia. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2022: bilateral essure devices are present. The right-sided device appears to be in appropriate position. However, the left-sided device is outside of the uterus, located in the posterior left adnexa, and abuts the distal sigmoid. Mild pericolonic edema is seen at the interface of the sigmoid colon and the essure device. Impression: 1. Partially imaged fluid collection in the posterior jeft breast. 2. The left-sided essure device is outside of the uterus and abuts the distal sigmoid colon. There is mild pericolonic edema. [Hysterosalpingogram] on (B)(6) 2009: there are three essure coil devices present within the pelvic cavity. 'Two of which eire in the approximate location of the right end 'left fallopian tubes. The third is not in the endometrial cavity. Impression: essure coil devices located in the right and left fallopian tube without any evidence of free spillage of contrast into the pelvic ·cavity. Third essure coil device located above the location of the uterus. [Pathology test] on (B)(6) 2018: partially disrupted coiled silver metallic foreign object (4.5 cm in length x up to 0.1 cm in diameter) with attached and detached pink-brown soft tissue and blood clot fragments (in aggregate 1 x 0.6 x 0.2 cm). The foreign object is consistent with essme contraceptive device. No sections of the foreign object will be submitted. The soft tissue and blood clot fragments are totally submitted; on (B)(6) 2022: final pathologic diagnosis: (a) uterus, cervix and fallopian tubes, hysterectomy and bilateral salpingectomy: uterine weight: 93 g. Cervix: chronic cervicitis with squamous metaplasia; parakeratosis - endometrium: focal atypical hyperplasia. Myometrium: benign leiomyomas uterine serosa: histologically unremarkable (b) soft tissue and foreign material, essure coils, removal: benign fibromuscular tissue; metallic essure coils (gross diagnosis only) identified within the proximal tube lumen is a silver metallic essure coil. The coil is confined within the tube lumen and the right cornual tissue. Received in formalin labeled "essure coils in two parts" are two disrupted portions of silver metallic essure coil. The largest portion consists of a 3.5 cm in length by 0 .1-0. 3 cm in diameter silver metallic coil with attached tan-pink, focally hemorrhagic soft tissue. The second portion consists of a 1.2 cm in length by 0.1 cm in diameter silver metallic coil with a silver metallic sphere at one end.; on (B)(6) 2023: left and right ovaries (bilateral oophorectomy): ovary #1: small benign cortical ·cysts; negative for malignancy. Ovary # 2 : small beni gn cortical cysts; negative for malignancy. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received : lot number added, reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated, event-"medical device removal updated to device dislocation" new event " device breakage" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.